Manufacturer narrative:
Insulin pump passed self test and displacement test. Software error found in the pump history (line number = 251 and file number = 32004) due to software error. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 1 on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a software error detected alarm. The customer's reported blood glucose level was 99 mg/dl. The customer stated that they were able to clear the alarm and was able to rewind the insulin pump. The customer was advised to perform self test put the customer reported that they received another alarm. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.